Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. Investigation log files were not available. As a result, the complaint cannot be confirmed. A field service engineer (fse) was onsite to investigate the robot. The unit passed all functional tests/verifications and was cleared for clinical use. Device history record (DHR) was reviewed, and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Event description:
It was reported that the surgeon encountered dissatisfaction during the reaming process of an initial rosa shoulder procedure. Subsequently, the surgeon had to graft the oblong hole caused by the reaming. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.